Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a roux-en-y gastric bypass procedure, the stapler was tested prior to removing the shipping wedges. After firing the stapler in the patient's abdomen, a small piece of yellow plastic was found and was removed from the patient. There was no patient injury.